Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed a rise in pacing impedances greater than 2,000 ohms. In addition, noise was present when the device was tested with a programmer. No adverse patient effects were reported. The lead remains implanted.